Event description:
It was reported that a patient underwent a podiatric procedure on an unknown date and suture was used. The patient experienced an inflammatory reaction. The patient had a post -operative reaction, swelling, infection and suture spitting. Additional information was requested.

Manufacturer narrative:
(B)(4). Inflammation. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.